Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is showing thickened leaflets, two (2) years, eleven (11) months post-implantation. It was learned from the patient that surgery is needed in approximately six (6) months. Through follow-up with the healthcare provider, the patient is status post aortic valve replacement and has been followed closely for increasing pressure gradients. Echo at two (2) years, eight (8) months demonstrated a well seated aortic prosthetic valve with thin and freely mobile leaflets. Significantly elevated systolic gradients were noted across the valve with a peak gradient of 71 mmhg, mean gradient 43 mmhg. Echo also revealed the possibility of patient-prosthesis mismatch and some degree of stenosis. At a follow-up visit two (2) years, 11 months post-avr, the physician discussed the option for redo surgery and advised the patient that part of the pathology for early valve failure may be related to a heightened inflammatory response. The patient will pursue rheumatologic evaluation, complete repeat echo, and follow-up with the surgeon at a later date.